Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 21-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a 5.5 pump to support a patient in need of care escalation from the cp while bridging to transplant. The 5.5 pump had high purge pressures and saturated flows. The team troubleshot by tpa (tissue plasminogen activator) for the high pp and the saturated flows are being monitored. The pump remains on for support.

Manufacturer narrative:
D.9 updated as the pump and purge cassette were returned for investigation. The investigation has been completed. The pump was returned for evaluation. Upon visual inspection, a kink around the 35 centimeter (cm) mark on the catheter and biomaterial was present in outflow cage covering impeller blade and purge gap. Pump stop reproduction testing was performed and blood ingress was present in purge line up to around the 50 cm mark. The pump was plugged into automated impella controller and high purge pressure was reproduced. The pump was cut just below the motor housing during testing and high purge pressure was resolved. Additionally, a kink deformation in the purge line was found around the 35 cm mark. Data logs were reviewed and a sharp increase in purge pressure over less than a two minute period with a simultaneous decrease in purge flow. High purge pressure alarms were triggered and one hour later, an gradual increase in motor current was observed with pump flows becoming saturated. A pump stop then occurred two hours after high purge pressure alarms were triggered. Clinical details noted high purge pressure alarms were triggered and the purge cassette was changed and tissue plasminogen activator was added to the purge in an attempt to resolve high purge pressure alarms without success. The pump had a pump failure and emergent explant was needed. The root cause of the pump stop was due to a kinked purge line around the 35 cm mark resulting in blood ingress in the purge line, buildup of biomaterial on the motor and purge gap causing saturated flows and eventually leading to a pump stop. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ d.3 us zip code revised as this information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12419. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12419 and should not have been. H.6 codes 1248 and 2954 were entered incorrectly on the initial manufacturer device report number 1220648-2024-12419. New codes were added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-12419 in accordance with updated procedures.